Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of an emergency cesarean section. The customer was able to retrieve required medications from another room. The delay in patient care was minimal. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and did not find an error message for the unexpected black screen reported by the customer. The technical support specialist disabled the "allow the computer to turn off this device to save power" setting for all universal serial bus ports and the network interface card. Investigation pending: this report will be updated once the device is inspected by the manufacturer. If additional information becomes available, a supplemental report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of an emergency cesarean section. The customer was able to retrieve required medications from another room. The delay in patient care was minimal. There was no reported patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5 d1, d4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-aug-2020 to 14- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system screen turned black unexpectedly. The technical support specialist remotely accessed the system and couldn¿t found any error after reviewing the logs. A field service engineer has been dispatched to check the issue onsite and engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding in the middle of an emergency cesarean section. The customer was able to retrieve required medications from another room. The delay in patient care was less than five minutes. There was no reported patient or user harm.